Event description:
It was reported that during an unk procedure, the device was placed on tissue and when they fired the device, the cartridge fell into the pt's abdomen. Unk if the device cut or stapled. It was not reported if the cartridge was removed from the pt. There is no other info available for this case. The info was on a note attached to the package. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Date sent: 05/14/2010. Info anticipated, but unavailable at this time.